Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The rn stated that the hp disconnected. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A nurse contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine during patient use. The technical service representative (tsr) asked the rn troubleshooting questions. The rn stated that she was not the rn on duty when the alarm occurred. The tsr explained the alarm indicated air entered the set up and advised of the causes. The rn stated that the hp disconnected and then he had to go to the hospital for antibiotics. The tsr recommended that the rn call baxter at the time of the alarms. There was no patient injury reported.